Manufacturer narrative:
Evaluation results: an injector lot number search was performed and four similar complaints were found. A cartridge lot number search was performed and two similar complaints were found. A foam tip plunger lot number search was performed and no similar complaint found. Conclusion: based on the complaint history and lot number searches, a likely root cause of the event has been determined to be due to the injector.

Event description:
The reporter stated the haptic of an eyeonics lens was torn upon insertion and the incision was enlarged to remove the lens. Another same type lens was implanted. The reporter stated it was the surgeon's opinion that the likely cause of the iol damage was due to the msi-pf injector.